Manufacturer narrative:
The ICD was returned for analysis. Prior to the analysis the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt the device was interrogated and the memory content was inspected. 45 aborted automatic capacity reformations were recorded to the devices memory between (B)(6), 2020. The battery was still sufficiently charged and showed the mol1 battery status. The device data further showed that a re-initialization was performed on (B)(6), 2020, the day of device explantation. As a result, historical data were not available for analysis. Since re-initialization the ICD is operating as expected. The capacitor reformation counter documented expected reformation intervals. The device was subjected to a functional inspection. First, the capacitor reformation functionality was tested by manually triggered reformation, showing an expected charging cycle with a charging time of 8.6 sec. Long-term storage of the ICD did not show any anomalies, particularly the clinical observation was not reproducible. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, analysis of the device data revealed frequently repeated automatic capacitor reformations between (B)(6), 2020. After re-initialization of the device on (B)(6), 2020 the ICD was operating as expected. Despite dedicated analysis, no conclusion can be drawn regarding the root cause for this observation. As a re-initialization was performed during the explantation procedure, historical device data were not available for further analysis. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
After an implantation period of approx. 9 months, it was observed that the ICD was not able to charge the capacitor and drained the battery by trying over and over. The ICD was explanted.